Manufacturer narrative:
This product malfunction was originally reported under an alternative summary report. The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. Evaluation summary: the product was returned. A small amount of solution is dried on the lens. One haptic posterior surface is split/cracked (still attached) in the gusset area. The optic edge is scraped. The optic is torn/split and cracked. The lens damage appears to have been caused by posts of the lens case. Product history records were reviewed and the documentation indicates the product met release criteria. The optic and haptic damage was observed. The optic damage may have been interpreted as the reported complaint of "sphere is defective". The product investigation could not identify a root cause for the damage. The observed lens damage is similar in appearance to lens case related damage. The presence of the solution on the returned sample is evidence that the product was subjected to handling. Due to the presence of surgical solution, we are unable to verify that the damage was present when opened. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an issue with an intraocular lens (iol), with a description of "sphere is defective". There was no patient contact, the procedure was completed. Additional information has been requested.